Manufacturer narrative:
The camera was replaced on the system and this resolved the issue. Analysis of the suspect camera is as follows: a check of the event log revealed a low illuminator current message from (B)(6) 2017. Otherwise the psu (aka position sensor unit or camera) passed an accuracy test at .12 mm with a passing threshold of .25 mm. Also, the network connection has a broken attachment screw on one side.

Event description:
On (B)(6) 2017, a medtronic representative reported that the system displayed a "localizer not connected message." No patient involvement.

Manufacturer narrative:
Correction: product, unique device identification (UDI), manufacture date and associated fields updated to proper value. The positioning sensor unit (psu) investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The ethernet cable kit was returned to the manufacturer for evaluation. Testing found an open on a conductor with the cable as well as a bend within the connectors. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.